Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as broken out. The patient¿s physician prescribed eucerin fragrance free cream for the skin irritation.follow up indicated that the skin irritation improved.